Event description:
It was reported that the device exceeds the target speed. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device exceeds the target speed of 172,000rpm, wherein, the maximum speed reached was 178,000rpm. Additionally, a noise was heard from the advancer. The procedure was completed with the original device. There were no patient complications reported post procedure.

Event description:
It was reported that the device exceeds the target speed. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device exceeds the target speed of 172,000rpm, wherein, the maximum speed reached was 178,000rpm. Additionally, a noise was heard from the advancer. The procedure was completed with the original device. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no issues or abnormal noises.